Event description:
Medtronic received information that during the deployment of a transcatheter bioprosthetic valve, the delivery catheter system (dcs) handle separated and fell apart. The capsule was 2/3 closed when the separation occurred. The valve was able to be fully recaptured and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the tip retrieval components detached from the dcs, the capsule partially opened, and the end cap/screw gear snap fit connected. Visual analysis showed the inner member shaft and spindle hub appeared intact with no evidence of damage. Delamination was observed over the nitinol reinforcing frame along the mid-section of the capsule. A tab was broken from the tip retrieval component. A procedural image was submitted to medtronic for review which showed the components of tip retrieval mechanism were separated. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was returned to medtronic for analysis with the tip retrieval components detached from the dcs and one of the snap fit tabs of the component was broken. The manufacturing site was notified of this event and their review determined the existing process controls are sufficient to detect this defect type during processing, and this event was most likely not manufacturing related. The manufacturing memo is attached to this complaint file. The tip retrieval components may have been damaged due to interaction with a hard surface during use. If the dcs was dropped or banged it on a firm surface such that the force was acting primarily on the tip retract then it could possibly cause these components to separate. However, the source of the damage could not be conclusively determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.